Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a da error message was observed by a health care professional (hcp). Boston scientific technical services (ts) was contacted and discussed that da errors typically occur as a result of a bit flip (temporary memory reset) and will self-correct by the device. There was no impact to patient therapy and no adverse events reported.